Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01119. It was reported the patient's leads migrated. As such, the patient underwent surgical intervention where the leads were explanted and replaced. Reportedly, effective therapy was restored.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01119.